Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage noted along the body of the fiber. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal tip was bright, clear and scattered with effective transmission of 38.3%.based on the evaluation of the returned device, the complaint was not confirmed; the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, the assigned root cause for this complaint event is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on june 13, 2016 that a flexiva 365 laser fiber was used during flexible ureteroscopy with lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during procedure and inside the patient, the aiming beam went off and the laser fiber stopped firing laser energy. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the tip of the laser fiber was detached.